Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 00001421 number, and no internal action related to the complaint was found during the review. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure for atrial fibrillation (afib) with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small where blood leak from the hemostatic valve occurred. It was reported that 2 hours since the carto vizigo¿ 8.5f bi-directional guiding sheath - small insertion backflow of blood occurred. No troubleshooting was performed. There was nothing that broke or separated. The sheath was being used on the patient. No air was allowed to enter the patient¿s body. No medical intervention was required. There was no patient consequence.